Event description:
It was reported that the patient's blood glucose level reached 308 mg/dl. The pod was worn between 4 and 24 hours on the arm. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The returned device was evaluated. The download data indicates the device operated and delivered insulin as intended during operation. The exposed portion of the soft cannula was observed to be damaged. It could not be determined when or how this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.